Event description:
An email sent to the manufacturer reports 2 comparisons. One comparison has the device reading 4.5 inr while a lab result returned as 2.9 inr. The other has the device reading 2.8 inr and a lab result returning as 2.1 inr. No timeframe was provided. No patient information provided. No adverse event reported.